Event description:
Boston scientific received information that this device was explanted as it was protruding from the pocket. Information was later received from the patient that there was also an infection. The patient was given antibiotics and tested negative for (B)(6).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.